Event description:
The angiosculpt device was used in the distal superficial femoral artery (sfa). The balloon was inflated to 18 atm for 11 seconds and the balloon ruptured. The device got stuck on a highly calcified lesion and excessive force was used to retrieve the device. The scoring element separated from the device and remained in the pt. A snare was used to remove the scoring element but was unsuccessful. A stent was placed to keep the scoring element in place. The lesion was post dilated during a 6mm balloon to sandwich the free floating scoring element to the artery wall. Note: the hospital did not report the complaint to angioscore. Angioscore was made aware of the complaint when a copy of the user facility MDR was received on 05/02/2013 from the FDA.

Manufacturer narrative:
The scoring element got stuck in the pt. A stent was placed to secure the scoring element to the artery wall. This resulted in additional medical intervention performed by the physician. The angiosculpt device was discarded by the hospital, this unable to evaluate the device. The angiosculpt device was used off-label. Per the instructions for use for the angiosculpt pta device, it states to not exceed the rated burst pressure (rbp) printed on the package label. The rbp for the 4.0 x 40 mm angiosculpt device is 14 atm. Retained device components is listed on the IFU as a possible adverse effect of the procedure. (B)(4), it states that a cardiac catheterization procedure was performed. Per risk management, the distal sfa was the treated lesion.